Event description:
The company was informed that the patient's internal device was not inserted properly during initial implantation. The patient underwent surgery to reposition the electrode; however, the electrode was cut during surgery. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.